Event description:
Additional information was received that the patient was brought into clinic and the device was interrogated by the programmer and the bluetooth (ble) on the device was activated.

Event description:
During a remote follow-up, the patient could not pair the device with her phone due to an alleged bluetooth (ble) telemetry issue. No intervention has been performed at this time. The patient was stable and will continue to be monitored.